Event description:
The manufacturer received information alleging burn marks. There was no patient harm or injury reported. The device has been received by the third-party service center and is currently awaiting evaluation. A supplemental report will be submitted as due.